Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 vad modular cable (lot number 199196) was evaluated following the reported event of low voltage and power cable disconnect alarms. The mod cable was functionally tested and passed without issue. The cable was connected a test system controller and a mock circulatory loop, and the system was able to operate as intended for an extended period of time. No atypical alarms were reproduced throughout testing. Information provided by the account stated that the alarms occurred on both batteries and mobile power unit (mpu). The alarms resolved after the system controller and modular cable were exchanged. The reported event was unable to be correlated to an issue with the returned mod cable. Fluid ingress was found on the returned modular cable. Device history records were not required to be reviewed per investigation procedures. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had recurrent alarms. The alarms had been low voltage/power cable disconnect alarms that self-resolved. The patient reported that the alarms occurred when connected to the mobile power unit (mpu) and as well as batteries and battery clips. It was noted that the clock was synced and there were no concerns with the backup battery; the backup battery did not expire for 18 months. Log files were submitted for review. The log file contained odd strings of power cable disconnects, f56 unable to charge emergency backup battery (ebb), on 03jul2024 from 06:25 to 06:42. This indicated that the system controller voltage was too low while connected to the mpu. The mpu voltage was reading 10-11.9 volts (v) and was below the 12v specification. There were no alarms while on battery power. It was noted that this may occur with poor power cable connection with the mpu power cable. Otherwise, the log file captured routine events and there were no notable alarm conditions or parameter changes. The mechanical circulatory support (mcs) equipment was operating as intended. The patient continued to have low voltage hazard alarms and low power alarms at home when on batteries or mpu; this was also observed while the patient was in clinic on (B)(6) 2024. Multiple low voltage alarms were captured in the patient's system controller but not on the historical alarms when reviewed on clinic power module. The system controller and modular cable were replaced, and the alarms resolved. The patient did not have any adverse consequences as a result of the exchange.